Manufacturer narrative:
Title: is inguinal hernia mesh safe? A prospective study source: royal australasian college of surgeons; pages 538¿541,a nzjsurg.com, 20 september 2019. Doi: 10.1111/ans.15518. If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature study, there were 1680 hernias repaired in 1366 patients who underwent inguinal hernia repairs performed by two surgeons from march 2002 to june 2016. Of these repairs, 1047 were laparoscopic total extraperitoneal using mesh and tacker securing devices. It was reported that the laparoscopic repair group had 204 complications: 106 hematomas, 45 seromas, 20 infections, 20 wound problems, 13 recurrences, 2 returns to operating room of the 2 patients that returned to the or, one had an infected mesh removed, the second had an operation elsewhere and the details are unknown. Complications rates were low both for open and laparoscopic surgery in most instances not related to mesh itself.